Event description:
It was rpeorted that (1) device was used during an operative laparoscopic procedure. It was reported by the rep that the 578sd outer gasket tore off the trocar and fell into the abdomen. It was successfully retrieved. Another device was used to complete the case. There was no further consequence to the pt.